Manufacturer narrative:
(B)(4).

Event description:
It was reported "the balloon could not be fully inflated". Additional information states that the iab catheter was removed and replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a sealed ziploc bag. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. No visual damage was noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0067in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. Blood was noted within the one-way valve upon cleaning. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Blood exited. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a leak site consistent with contact from a sharp object was noted at approximately 3cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon could not be fully inflated" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found the on the iabc bladder. The damaged bladder can cause the incomplete inflation. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the com-plaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the balloon could not be fully inflated". Additional information states that the iab catheter was removed and replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".